Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 2 years and 9 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 26mm sapien 3 ultra valve in the native aortic position, the valve was explanted due to an unknown cause. A 25mm surgical valve was implanted in the aortic position.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided medical records and engineering evaluation findings. Sections b3, b4, b7, g3, g6, h2, h6: health effect - clinical code, device code(s), investigation findings, investigation conclusions and h11 have been updated. Additions to sections b5 and h6: type of investigation. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of calcification was confirmed based on the provided medical record. Available information suggests that patient factors (diabetes, hyperlipidemia and pre-existing comorbidities) likely contributed to the event. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the transcatheter heart valve. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required

Event description:
According to the provided medical records, the patient was admitted to the hospital for chest pain and coronary artery disease, status post syncopal episode at home. Shortness of breath had gotten worse over past few months. Per echocardiography, the left ventricular ejection fraction measured 55 to 60 percent, bioprosthetic aortic valve was well seated with reduced leaflet motion, aortic valve peak/mean gradients were 113/66mmhg, aortic valve area measured 0.5-0.6cm^2 by continuity, and there was trace paravalvular regurgitation. A subsequent computed tomography revealed the transcatheter heart valve (thv) had calcified leaflets with restriction in its opening, and some hypoattenuated leaflet thickening noted. The pre/post-operative diagnosis in relation to the explant procedure was for prosthetic valve aortic stenosis. An explant tavr was performed with aortic valve replacement using a 25mm inspiris resilia valve, and a subsequent coronary artery bypass graft surgery. The pathology of the explanted thv showed a history of possible endocarditis. The findings indicate the presence of tan-yellow, firm calcified areas.